Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer's blood glucose level was 144 mg/dl. Customer was not able to clear alarm at the time of report. The customer declined further assistance from tandem technical support.